Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. The dovetail feature of the returned device was found to be compressed and flared while exhibiting signs of wear. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before utilizing the inserter. Detailed instructions for using the articular surface are provided in the lps-flex fixed bearing knee surgical technique. The root cause is attributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon could not seat the articular surface in the tibial component after multiple attempts due to a gap that prevented the articular surface from seating. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.